Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: there were unexplained power on resets observed in the black box on (B)(6) 2013. Battery cap was not returned. Battery compartment has a crack at the threads. A new test battery cap was able to carefully tighten to the pump. The pump boots to verify screen with vibratory and audible sounds. A 1.0u/hr basal program was executed in the pump for a 24hr duration period using the new test battery cap; no power interruptions were duplicated using test battery cap. Battery compartment has visible corrosion in it. Pump fails in-house leak test with battery compartment leak. Removal of the pump cover showed no evidence of moisture on pcb or internal components. No damage to the power circuit was observed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The power issue was confirmed in the black box but was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.